Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the retuned sample noted one used three spring evacuator with tubing and two wound drains connected. Dry blood and tissue throughout the sample was noted. Very little force was applied and both of the wound drains pulled out from y-connector. Excessive force was applied and it was very difficult to detach the drain tubing from the evacuator. Outer diameter of the wound drain was measured ( 0.1185, 0.1170) and was found to be out of specification (0.126" +/- 0.003). The y-connector was measured (0.111, 0.112) and was found to be out of specification (0.100"+/- 0.005). Internal diameter of the 90 degree evacuator port was measured (0.2385) and was found to be within specification (0.241" +/-0.005). Outer diameter of the drain tube was measured (0.2530) and was found to be within specification (0.250 +/- 0.003). The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿vii. Instructions for use: 1. The surgeon should irrigate the wound with sterile fluid and then suction the irrigating fluid and gross debris from the operative site. 2. Tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. 3. Positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the surgeon. 4. Drain tubing should be placed within the wound by approximating the areas of critical fluid collection. 5. Care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. 6. Taping or a triple loop suture (around and not through the tubing) will aid in preventing."

Event description:
It was reported that the tubing in the patient disconnected from the y connector, and caused the fluid to leak out. This occurred while the patient was in recovery following surgery.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the tubing in the patient disconnected from the y connector, and caused the fluid to leak out. This occurred while the patient was in recovery following surgery.